Event description:
The manufacturer received information alleging a ventilator required preventive maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center the system pc assembly (pca) failed and was replaced. Per maintenance procedures the trilogy02 pm1 kit, removable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, 43 micron filter, and stirring fan were replaced. Due to damage/peeling the front enclosure, and keypad were replaced. The repair test, alarm check, battery check run in tests and cleaning the device confirmed the device operated properly. The product investigation lab (pil) confirmed the system pca having a motor high temp of 155c reading error. Ultimately the pil determined no problems were found with the system pca. The issue is being reported due to the system pca motor high temp reading above the 50c limit.